Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 5mm hex flexible screwdriver broke while trying to tighten the set screw in the tfna. The patient was not affected. It is unknown if there was a surgical delay. The procedure was successfully completed with a five (5) minute surgical delay. The procedure was completed using another set of devices. The patient status is unknown. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.037.028 lot: 9298611 manufacturing site: hägendorf release to warehouse date: may 12, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver was received at us customer quality (cq). Upon visual inspection of the physical device, it was observed that the shaft of the device is cracked. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection of the received device was performed at cq. The shaft diameter of the device was measured to be within the specification as per the drawing. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revisions, were reviewed. -flexible screwdriver hex 5 -flexible shaft conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver as the shaft of the device was cracked. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.